Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, one day post-implant, the right ventricular (rv) lead exhibited high thresholds. Lead insulation damage and dislodgement was noted. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, one day post-implant, the right ventricular (rv) lead exhibited high thresholds, and dislodgement was noted. During the replacement procedure, the lead was used to obtain access for the new lead, and the insulation was damaged as a result. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.